Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the customer reported that the fully charged autopulse li-ion batteries (B)(4) cannot power on the autopulse platform. The status leds on the batteries showed 4 green lights and the batteries were successfully charged in the multi-chemistry charger. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01177 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01178 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01179 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01180 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01181 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01182 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01183 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01184 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01185 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01186 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01188 for the autopulse li-ion battery (B)(4). MFR 3010617000-2022-01432 for the autopulse li-ion battery (B)(4).